Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value is unknown. Nothing further reported.